Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient reported signs of dyspnea and fatigue during follow-up. Upon further examination, complete loss of capture due to lead dislodgement was noted. The lead was explanted and replaced. The patient was stable.